Event description:
It was reported that this pacemaker may be exhibiting premature battery depletion (pbd). Device analysis was requested. Currently the device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, along with any other relevant fields have been updated.

Event description:
It was reported that this pacemaker may be exhibiting premature battery depletion (pbd). Device analysis was requested. Currently the device remains in service. There were no adverse patient effects reported. Additional information was received that confirmed the device has been explanted and replaced. There were no additional adverse patient effects reported. The device will be returned for evaluation.

Event description:
It was reported that this pacemaker may be exhibiting premature battery depletion (pbd). Device analysis was requested. Currently the device remains in service. There were no adverse patient effects reported. Additional information was received that confirmed the device has been explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, along with any other relevant fields have been updated.